Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with the device? What power level was used with the device? Approximately how many times was the device activated prior to the coagulation issue? Were there any generator alert screens during the procedure? Was the device was used to ligate the cystic artery or cystic duct? Was the device used with the jaws opened or closed? Was the back of the blade used or was only the jaw portion used when addressing the thick tissue of the gallbladder on the liver bed? What is the reason for prolonged hospitalization? Does the surgeon believe the prolonged hospitalization was due to an alleged deficiency of the device? If so, why? Does the surgeon usually place a drain or was it placed due to the complications experience during the procedure? How long was the prolong hospitalized time? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the during a laparoscopic cholecystectomy the teflon pad on the tip of the instrument, harhd36, was melted. It was mentioned that this device unable to coagulate the bleeding of the thick tissue of the gallbladder on the liver bed. The surgery was delayed 10 minutes. Another device - diathermy spade shape was used to stop the bleeding. The procedure was completed successfully. A drain was placed to monitor fluid leakage and the patient's hospitalization was been prolonged.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2021. Additional information was requested and the following was obtained: 1. What is the surgeon¿s experience with the device? Answer: intermediate. 2. What power level was used with the device? Answer: 5 then reduced to 4. 3. Approximately how many times was the device activated prior to the coagulation issue? Answer: hcp does not recall. 4. Were there any generator alert screens during the procedure? Answer: no. 5. Was the device was used to ligate the cystic artery or cystic duct? Answer: no. 6. Was the device used with the jaws opened or closed? Answer: closed. 7. Was the back of the blade used or was only the jaw portion used when addressing the thick tissue of the gallbladder on the liver bed? Answer: hcp does not recall. 8. What is the reason for prolonged hospitalization? Answer: leakage. 9. Does the surgeon believe the prolonged hospitalization was due to an alleged deficiency of the device? If so, why? Answer: hcp declines to respond. 10. Does the surgeon usually place a drain or was it placed due to the complications experience during the procedure? Answer: depends case condition. 11. How long was the prolong hospitalized time? Answer: 12 days. 12. What is the patient's current status? Answer: patient is well on follow up. The biloma on scan last week is about 1 cm. Currently not on medication. Just conservative treatment. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.